Manufacturer narrative:
Additional information: h3 - device evaluation: ftir microscopes and sem-xma was performed by outside laboratory. Ftir microscopes: the absorption band of the spectrum mainly consists of groups such as ch bond (aliphatic ch2, ch3), c = o bond (ester), c-o bond, si-o bond (silicone type), and p= o bond (phosphate type). It is considered that an organic compound having a group with main components of higher fatty acid esters and phosphate esters. Sem-xma: xma spectrum shows the same components (-carbon, o-oxygen, p-phosphorus, si-silicon, ca-calcium) that are reported in literature" a case of astrocytosis with calcification of silicone intraocular lens" issued in the past. Report conclusion: as higher fatty acids, calcium phosphate, etc. Were confirmed as the components of the adherent, it is assumed that components in the eyes (aqueous humor and vitreous cavity) had adhered on the lens of optical part. As the patient has stellate vitreous and much adherent found on the back side of the lens, it is possible that secondary calcification has developed. Since similar events were reported in other lenses from different manufacturers, we assume that various factors specific to the patient, such as various components and concentrations in the eye caused the issue, rather than specific material of the lens or manufacturing processes. Claim# 430909

Manufacturer narrative:
(B)(4). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a ks-3ai aq310ai, intraocular lens was implanted into patient's left eye (os). Patient reported visual acuity issue. The lens was observed to be cloudy. The lens was removed and replaced with a 3-piece lens (kowa am6ka) on (B)(6) 2020. Reportedly when patient visited the hospital, posterior cuspule incision was made due to stellate vitreous. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.